Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. Leading up to the death, the patient was hospitalized for chest pain. The patient underwent a heart catheterization procedure followed by open heart surgery. The patient later passed away. The cause of death was unknown. Therapy was ongoing until the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter. A review of the event history log was performed and revealed no failures or malfunctions that could have caused or contributed to the patient passing away. The device was tested and passed both the homechoice return instrument test / evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements per rite testing. External and internal inspection was performed and revealed no anomalies. The cycler remote toolbox (crt) was used to verify the device pneumatic system. Crt revealed no leak and all pressures were correct and stable. Device passed seal, purge and wet disposable integrity and successfully completed a short simulated therapy. No failure, malfunction or iipv event was identified that could have caused or contributed to the patient's death. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). No failures, abnormalities, or iipv events were identified that could have cause or contributed to the reported death. Should additional relevant information become available, a follow-up report will be submitted.